Event description:
It was reported that the user experienced repeated ¿signal lost¿ events with a dexcom g7 used with an ilet system, and the agent assisted the user and spouse in pairing a new dexcom g7 sensor to the ilet and then to the mobile app to address connectivity concerns. Symptoms included intermittent loss of cgm communication. Outcomes included user inconvenience and the need for technical assistance, with no injury, no hospitalization, and no glucose value obtained during the call. Investigation included remote troubleshooting, sensor replacement and pairing guidance, and education on connectivity steps. Investigation of this case revealed a suspected communication disruption between the cgm and connected devices, with no confirmed device malfunction of the ilet or sensor identified during the interaction. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or user environment factors contributing to intermittent loss of cgm signal.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.